Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope be returned for failure analysis (fa) testing. The product has been received and the fa is still in progress. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, after re-inserting the 30-degree endoscope plus instrument back in, the endoscope would flip to 30-degrees down instead of remaining 30-degress up. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and failure analysis (fa) investigations not replicated nor confirmed the customer reported complaint vision problem scope would flip to 30 down instead of remaining 30 up. Additional observations not reported by site: the endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone c near the endoscope housing. Fa plus: the endoscope was tested and place on an in-house system for cable testing and failed due to wpb defect. The complaint was not confirmed by failure analysis.